Event description:
It was reported that the patient's blood glucose (bg) levels reached 17.4 mmol/l (313.2 mg/dl) while wearing the pod on the hip/buttocks area between 37 and 48 hours. Hyperglycemia treated by delivering a bolus.

Manufacturer narrative:
The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. A damage was found with the cannula assembly. The fluid path was inspected, and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.